Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Customer reported that the insulin pump boluses too much. Customer declined troubleshooting. It was unknown if the insulin pump was on auto mode. The insulin pump and reservoir will not be returned for analysis. Updated summary: customer stated that the auto mode feature was not active at time of low blood glucose event